Event description:
It was reported that approximately 10 months post implantation of three promus stents in the proximal right coronary artery (rca), the patient was rehospitalized and found to have a stent fracture and stenosis in the most distal, stent in the mid rca (3.0x28mm promus). A 3.0x12mm xience v stent was implanted to treat the fracture and stenosis and then post-dilated with a non-abbott 3.0x8mm balloon. There was no adverse sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Restenosis, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting and are not necessarily an indication of a product quality deficiency. In this case, the reported stent fracture possibly contributed to the reported restenosis. However, a conclusive cause cannot be determined for the reported patient effects and their relationship to the device, if any. A review of the lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no similar incidents reported for stent fractures. There is no indication of a product quality deficiency. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.